Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause for the valve embolization could not be confirmed, but the mitroflow valve stent structure may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 23mm sapien 3 valve inside of a pre-existing 23mm mitroflow valve in the aortic position, the delivery system balloon and valve moved toward the ventricle. While attempting to reposition the devices, the valve went up into the ascending aorta and it was not possible re-cross the existing bioprosthesis. The valve was deployed in the descending aorta and another valve was implanted with excellent results. At the time of the report the patient was stable. As per medical opinion, the mitroflow valve stent structure likely caused the valve to move into the ventricle during balloon inflation.